Event description:
On (B)(6) 2010 at 00:15 resident (B)(6) was found with his lower body, left arm, and left shoulder off the bed while his right shoulder and right arm remained on the bed with his head and neck resting on the side rail. The side rail was in "enabler" position. Resident (B)(6) was removed from position to the floor and placed in bed. He was suctioned and o2 placed on resident. Emts were notified and resident was transferred to (B)(6) hospital. According to his daughter, resident expired at 23:00 on (B)(6) 2010 at (B)(6) hospital.